Manufacturer narrative:
The involved pedicle screw and tulip were examined under a microscope. The examination indicated signs of damage attributed to cross-threading of the set screw into the tulip and hammering on the tulip. This indicates that the surgeon forced the set screw into the tulip, instead of unscrewing the set screw and placing it correctly, which is the standard practice in case of cross-threading. This resulted in the breakage of the tulip. It is therefore concluded that the breakage of the tulip was not related to a manufacturing or design problem but related to use error.

Event description:
A pedicle screw was returned with a broken tulip. No other details were provided and no additional information is available.